Event description:
After two weeks in situ, patient's family member noted that cuff required reinflation every two hours. Removed tube from patient and filled cuff with water, then placed tube on paper towel. Water was noted to be leaking from area around inflation line insertion into the shaft.